Event description:
Info received that the brakes were not holding. No injury reported.

Manufacturer narrative:
Tech found that the brakes were not holding. Removed and replaced all four casters to resolve this issue.